Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged pump time issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer¿s blood glucose level was 140-158 mg/dl. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.